Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: this is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a reload inside of its package. The package was noted to be partially open on a corner. However, the seal area in this area was noted completed. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that before the surgery, noted the package seal was opened. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.